Manufacturer narrative:
Title: standardization of the one-anastomosis gastric bypass procedure for morbid obesity: technical aspects and early outcomes source: surg laparosc endosc percutan tech / volume 33, number 2, april 2023 d10 concomitant product: unegiatri, unknown egia tri staple (lot#unk); sigphandle, sig power sigphandle handle (serial#unk); unk-sigadapt, unknown signia egia adapter (serial#unk); sigpshell, sig power sigpshell control shell (lot#unk); unegiatri, unknown egia tri staple (lot#unk); unknown-vloc, unknown vloc product (lot#unk). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature, a retrospective study reported the early safety outcomes of one-anastomosis gastric bypass in patients who underwent the procedure between january 2016 and december 2021. A barbed suture was used to oversew the proximal staple line and to complete the gastrojejunal anastomosis (gja). The anastomosis was checked with an intraoperative methylene blue dye test. There were 774 patients in the study and postoperative complications in all patients included: bleeding and leak. Two out of three patients (0.4%) that had a bleeding were managed conservatively, one (1) patient required blood transfusion. On the fifth postoperative day, 1 patient had a leak on the gastric pouch staple line and was treated by image-guided percutaneous drainage, total parenteral nutrition, antibiotics and required ICU stay. On the second patient, on the tenth day after operation ,the leak occurred at the gja and required re-laparoscopy to control sepsis due to intra-abdominal abscess. Hospital stay was extended as the issue was resolved after three weeks. Other complications not related to the device included wound infection, urinary tract infection and acute kidney failure.

Manufacturer narrative:
Correction: b5 additional information: g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study reported the early safety outcomes of one-anastomosis gastric bypass in patients who underwent the procedure between (B)(6) 2016 and (B)(6) 2021. A barbed suture was used to oversew the proximal staple line and to complete the gastrojejunal anastomosis (gja). The anastomosis was checked with an intraoperative methylene blue dye test. There were 774 patients in the study and postoperative complications in all patients included: bleeding and leak. One (1) patient required blood transfusion. On the fifth postoperative day, 1 patient had a leak on the gastric pouch staple line and was treated by image-guided percutaneous drainage, total parenteral nutrition, antibiotics and required ICU stay. On the second patient, on the tenth day after operation, the leak occurred at the gja and required re-laparoscopy to control sepsis due to intra-abdominal abscess. Hospita l stay was extended as the issue was resolved after three weeks. Other complications not related to the device included wound infection, urinary tract infection and acute kidney failure.